Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the u/d pulley wire fluid damage, the r/l pulley wire fluid damage, the light guide fiber bundle (lcb) fluid damage, the ccd driver pcb fluid damage, the angle wire corroded, the control body corroded, the electrical connector corroded, the lg cable connector corroded, and the lg root brace rubber cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.